Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4).UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a tear was found in the cylinder. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation, including microscopic inspection, leakage testing, and functional testing. Under microscopic observation, contamination (bodily fluid) was found within the ms pump. The ms pump passed the leak test. The first cylinder revealed a hole in the proximal end from a sharp instrument, wear at folds in the proximal, middle, and distal ends, and a leak from the sharp instrument in the proximal end. The second cylinder exhibited a hole at the corner of a fold, a torn outer sleeve in the middle, wear at folds in the proximal, middle, and distal ends, and it passed the leakage test. The spherical reservoir had a hole at the corner of a fold from wear in the shell and a leak at the corner of a fold in the shell. Based on the information available and analysis results, the allegations of cylinder hole/perforation were most likely determined to be a hole at the corner of a fold/tear in outer cylinder sleeve from wear from the test performed. The hole in the outer cylinder sleeve did not result in a cylinder leak. The sharp instrument damage on first cylinder probably occurred during the explant surgery and will be considered a secondary failure. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that the hole at the corner of a fold in second cylinder was the most probable cause of the event, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a tear was found in the cylinder. The device was explanted and replaced. There were no patient complications.